Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. Product was not returned for examination. Visual examination of the provided pictures identified the reamer fractured. Lot identification is necessary for review of device history records, lot identification was not provided. Review of complaint history identified additional similar complaints for the reported item. However, as the lot number is unknown, an additional review could not be performed. Medical records were not provided. The reported event is confirmed as a picture was provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). G2: report source us the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during a procedure on the right side, it was noted that the tip of the reamer broke off once it came in contact with cortical bone. Attempts have been made and additional information on the reported event is unavailable at this time.